Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the distal portion of a competitor guidewire became stuck and broke inside the left ventricular (lv) lead. The physician opted to leave the lead in place. The lead remains in use. No patient complications have been reported as a result of this event.